Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications - possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient called doctor complaining about discomfort and abdominal pain. Doctor requested x-ray exam that confirmed air inside of the balloon. It was necessary to change the balloon."

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 01/26/2017. Device evaluation summary: the device was returned to apollo. A visual examination was performed, and noted a large tear covering approximately 50% of the shell. The device shell was noted to be discolored, and was blue in appearance. Fluid was noted on the outer and inner surfaces of the shell. A valve test was performed and the flow of di water was continues and unobstructed. An air leak test was performed and leakage was noted from a single large opening on the shell, approximately 182 mm in length. The openings were noted to be striated, consistent with damage from a surgical tool. Under microscopic analysis, white particles were observed in the valve channel/hole.